Event description:
The customer observed out of range results for troponin ultra (tni-ultra) quality control (qc) lot 31680, after calibration using reagent lot 079. The customer was in the process of validating qc lot 31700. The qc was also out of range with qc lot 31700. Visual inspection of the reagents did not show any clumping. No impact to patient results. There was no report of adverse health consequences due to the troponin ultra qc results being out of range.

Manufacturer narrative:
A siemens field service engineer (fse) went on site and performed total service call. The fse found the cause of the qc out of range to be compromised reagent material for reagent lot 079. The fse used reagent lot 082 and the results were acceptable and comparable to two other instruments on-site. The customer switched to reagent lot 082 and the qc recovery was acceptable for all levels. The instrument is performing within specifications. No further evaluation of the device is required. The instructions for use under the quality control section states the following: "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00090 on april 10, 2014.on 05/13/2014 additional information:siemens investigated internally. Further internal investigation showed that the reagent lots are meeting specifications and are consistent with IFU results.no further evaluation of the device is required.